Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies and resumed insulin.